Event description:
It was reported that a spectrum pump did not alarmfor upstream occlusion during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device alarmed for upstream occlusion as expected. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. No component could be determined for causality and no correction required. Should additional relevant information become available, a supplemental report will be submitted.